Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage. The instrument had charring and localized melting on the yaw pulley. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of the instrument creating a conductive path during use.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was observed to have plastic insulation slightly melted. There was no report of patient involvement. Isi followed up with the customer and obtained the following additional information: the instrument was received from the central sterile services department (cssd) where the issue was identified. There was no patient involvement at the time of the identified issue. Additionally, no observations of sparking/arcing were reported. Patient demographics and patient related information was requested, but not provided.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.